Event description:
It was reported that; using an inserter which has been known to correctly expand cage they way it should, the cage was implanted at the l4-l5 level, expanded, and released from the inserter. Various fluoroscopy images were taken during this process. After completion of the level, the l5-s1 level was then prepared. Upon insertion of the cage at this level, a fluro shot was taken to confirm placement. It was at this time, approximately 10 minutes after it was inserted that we noticed that the cage had collapsed beyond the usual 1mm that might be acceptable to this implant.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. According to acculif surgical technique "if the endplate is violated, the surgeon user should collapse the implant (...). The surgeon should slowly re-expand the implant until it is just snug within the disc space. Be sure to check the expansion under fluoroscopy." Conclusion: because the implant was not returned for evaluation the root cause could not be determined conclusively.

Event description:
It was reported that; using an inserter which has been known to correctly expand cage they way it should, the cage was implanted at the l4-l5 level, expanded, and released from the inserter. Various fluoroscopy images were taken during this process. After completion of the level, the l5-s1 level was then prepared. Upon insertion of the cage at this level, a fluro shot was taken to confirm placement. It was at this time, approximately 10 minutes after it was inserted that we noticed that the cage had collapsed beyond the usual 1mm that might be acceptable to this implant.